Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not functioning properly. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the lock button was found to be overly sensitive and did not provide an expected mechanical click, when pressed. The ventricular connector was found to be broken. The hanger was missing. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.